Manufacturer narrative:
The customer reported embedded particles and provided photos of material 1001-145-022. The photos were examined and the complaint was verified. The information was passed to the north america molding center (namc), in an effort to reduce the likelihood of the issue occurring during future production. This product was manufactured by a former supplier, (B)(4), and previous DHR information did not indicate any reported issues. The root cause for the issue was not able to be found. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. Should there be any additional questions as it relates to this pr (B)(4), please contact your sales support representative, (B)(4) at (B)(4).

Event description:
No additional information was provided.

Event description:
It was reported that bd male ll adaptor had foreign matter. The following information was received by the initial reporter with the verbatim: it was reported by customer that embedded particles larger than 0.2 mm.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.